Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the physician in ICU noticed a disfigured guide wire tip just after opening the pack - guide wire bent towards the tip, he did not even try to use it on the patient but opened a new set to use successfully. " there was no patient involvement.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a kinked guidewire was able to be confirmed by the photo. The photo shows a guidewire assembly inside of an opened kit. The guidewire is inside the advancer; however, it is not threaded through the straighter tube. The advancer cap is not pictured. One kink is observed towards the distal end of the guidewire. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged". The customer report of a damaged guidewire was confirmed by visual inspection of the customer supplied photo. The kink was observed in an area that would have been protected in the packaging. It cannot be determined if the damage occurred before or during handling. Full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the physician in ICU noticed a disfigured guide wire tip just after opening the pack - guide wire bent towards the tip, he did not even try to use it on the patient but opened a new set to use successfully. " there was no patient involvement.